Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue and noted that due to not receiving the product, experienced a medical event. The customer initially reported the adc freestyle libre sensor fell off and a replacement meter was ordered. However, due to a delivery issue involving the replacement product, the customer was unable to test and experienced unspecified symptoms of hyperglycemia. The customer had contact with a healthcare professional who obtained blood glucose of 280 mg/dl and administered 2 types of insulin (type/dose unknown) injection for the diagnosis of hyperglycemia and provided unspecified oral medication. There was no report of death or permanent injury associated with this event.